Event description:
The account stated that the architect i2000sr analyzer has generated low alpha-fetoprotein results on a patient with hepatocarcinoma. The initial result was 93 ng/ml. The patient was previous tested on (B)(6) 2010 and the result was 2900 ng/ml. The sample was retested twice and the results were 150 and 170 ng/ml. The sample from (B)(6) 2010 was then retested and the result was 2965 ng/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). No troubleshooting other than re-testing the samples was mentioned in the complaint. There was no mention of problems with quality control or calibration results. There was no mention of problems with other samples or assays. The system logs were not available. A review of the complaint history for (B)(4) was performed and no subsequent reports of discrepant results were found. Based on the available information, a specific cause for the issue was not identified. Probable causes include sample handling or integrity issues and/or intermittent contamination or clogging of the probe that resolved during use. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the architect afp package insert were reviewed and were found to adequately address the issue of erratic results. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.